Event description:
After the second stent exceeded the lesion, a third stent of 90mm in length was deployed and only reached 75mm in length. Dr needs to know what he can do.

Manufacturer narrative:
Device will not be returned for evaluation.